Event description:
Ventilator is a rental from healthcare professional services. Called to room by rn. Vent was alarming and rn stated vent had shutdown while on pt. Arrived in room to rn bagging pt and vent continuing to alarm. The screen on the vent was black. I turned the vent off and then turned it back on and the screen remained black and the alarms were still going off. The alarm lights on the front panel were flashing and a battery symbol was showing on the bottom left corner of the screen.